Event description:
The trilogy ev300 ventilator was sent to a third part service center for evaluation. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. The device was not in use on a patient at the time of the occurrence. The required parts for repair are not known at this time. No repairs were handled by the service center, and all follow-up repairs will be handled by customer. A good faith effort attempt will be made to gather additional information. If additional information becomes available a supplemental report will be filed.